Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was implanting a generator and lead in a patient, and he was unable to get the lead pin into the generator. The physician realized that the nurse had handed up the wrong model generator. He then used the new generator, and the lead went into the generator without issue. It is unknown if the set screw was backed out completely when the lead was inserted into the initial generator. The device history record of the generator was reviewed, and the device passed all functional specifications prior to release. The generator was received on 03/30/2016. Analysis has not been completed to date.

Event description:
Analysis was approved on 04/11/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The proper lead cavity dimensions in the header area were verified, but the feel was tight, not as typically felt. However, a bench in-line lead or bench in-line test resistor would not fully insert past the negative connector block. The negative feed-thru wire extending into the header prevented the negative connector block to fully seat, thus causing a bench in-line lead not to fully insert into the header past the negative connector block.

Manufacturer narrative:
Describe event or problem, corrected data: the results of the internal investigation regarding the device malfunction was inadvertently not included in supplemental report 3. (B)(4). Date received by manufacturer (mo/day/yr), corrected data: aware date on supplemental MDR 3 should have been 12/20/2016. If follow-up, which type, corrected data: "additional information" was inadvertently not included in supplemental MDR report 3.

Event description:
An internal investigation determined that the primary root cause of the bulging lead cavity was out of specification header. A contributory cause was manufacturing procedure since the inspection failure criteria for verifying pin insertion are subjective to the operator/inspector.

Event description:
Further testing was performed to determine the approximate amount of force required to insert a lead into the generator lead cavity, comparing the returned generator and a bench generator. The returned generator was out of specification in regards to the upper limit of the force required to insert the lead into the generator lead cavity. There was a pin that could have possibly pushed into the header creating a slight bulge in the lead cavity, which may have been a contributing factor for the reported pin insertion difficulties instead of the atypical observation of the negative feed thru wire extending into the header.

Manufacturer narrative:
The initial report inadvertently reported that the patient was male.

Event description:
An internal investigation of pin insertion difficulties identified that if any lead's large o-ring boot diameter was closer to the assembly specification of .135 max, it may cause insertion difficulty. Thus, if the patient's lead's large o-ring diameter was close to 0.135, it would be even more difficult to insert along with the bulging lead cavity. This could have contributed to the pin insertion difficulties experienced. The device history records of the lead were reviewed. The lead passed final quality and functional specifications. No further relevant information has been received to date.